Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose 600 mg/dl. Customer did not troubleshoot their high blood glucose reading. Insulin pump will not be returning for analysis. Customer also reported drive support is damaged. Insulin pump will be returning for analysis.